Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The article was written by deniz cankaya, cemal aydin, dilek karakus, ali toprak, bulent ozkurt and yalçin tabak. This information was originally reported on 1825034-2015-04834 which referenced a journal article written on a study that this patient took part in.

Event description:
Information was received based on review of a journal article titled, "isokinetic performance of hip muscles after revision total hip arthroplasty via previous anterolateral approach" which aimed to evaluate the recovery of hip muscle strength after revision total hip arthroplasty using the anterolateral approach and evaluate the clinical and radiographic outcomes of the patients. A patient was identified in the article that underwent a revision procedure on an unknown date. The patient was excluded from the study due to infection. There has been no further information provided and the patient outcome is unknown.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.